Manufacturer narrative:
Title: clinical outcomes after parastomal hernia repair with a polyester monofilament composite mesh: a cohort study of 79 consecutive patients received: 20 july 2017 / accepted: 27 december 2017 / published online: 3 january 2018. (B)(4). (2 reoperation for removal of mesh after 30 days/ reoperation due to recurrence of parastomal hernia). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature, the aim of the study was to examine the risk of recurrence and chronic pain after keyhole parastomal hernia repair with intraperitoneal placement of composite mesh. The mesh was fixed using a 5mm tacker device. There were 79 patients included in the study. Post-operatively two patients were re-operated within 30 days for removal of the mesh. Seven patients had parastomal hernia recurrence and three patients reported chronic pain.